Manufacturer narrative:
Evaluation summary: the reported condition of failure code 812:02 was confirmed.

Event description:
The facility reported a fail code 812:02. This failure occurred during bio-med testing. No reports of any pt incident involving this pump since the last baxter service event.